Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the device location is unknown. The investigation is in process. Once the investigation is complete, a follow ¿up MDR will be submitted. Concomitant medical products: item# unk/ unk stem/ lot # unk, item# unk/ unk cup / lot # unk, item# unk/ unk liner/ lot # unk. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 -2020 -00186.

Event description:
It was reported patient underwent left hip revision due to dislocation. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was to be confirmed by review x-rays. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: the pelvic view is very rotated. There is dislocation of the left hip arthroplasty superolaterally. There is no fracture. Proximal femoral cerclage wire is present. Device history record (DHR) reviewed as the lot number of the device involved in the event is unknown. Root cause is unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.